Event description:
Cloudy lens [device failure]. Case description: spontaneous report: (argus case #2004201316us). A physician reported that a patient (age unspecified) had undergone an intraocular lens implantation (ceeon, model number 911a, diopter 28.00) into the left eye in 2004. The lens is cloudy. The physician will take it out next week. No further info was provided. Follow-up: the lens was explanted 2 months later. No further info reported. The event "cloudy lens" is serious/intervention required. Case comment: this case lacks significant medical information needed to provide an accurate casual assessment. Further info is required regarding the indication for the iol implantation, the surgery performed, complications during surgery, irrigation fluids used during surgery, and concomitant medications during surgery and in the postoperative period. The most common cause of a hazy lens (cloudy lens) lens is early opacification of the posterior capsular opacification (pco). The cause of this complication could be the result of poor cleaning of the posterior capsule at surgery or posterior capsular plaque or of the accumulation of inflammatory or infective debris. It is unclear from the report whether pco has been ruled out. The results of the technical investigation requested on the lot number of this lens are not yet available. Additional info is therefore expected so that a causality assessment can be made. Comment of follow-up: the follow up info does not provide further clarity of this case.